Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 20mar2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced ten different incidences, which were associated with separate units, involving ten different patients. This is the tenth of ten reports. Refer to 8030647-2018-00174 for the first patient. Refer to 8030647-2018-00175 for the second patient. Refer to 8030647-2018-00176 for the third patient refer to 8030647-2018-00177 for the fourth patient. Refer to 8030647-2018-00178 for the fifth patient. Refer to 8030647-2018-00179 for the sixth patient. Refer to 8030647-2018-00180 for the seventh patient. Refer to 8030647-2018-00181 for the eighth patient. Refer to 8030647-2018-00182 for the ninth patient. It was reported that the flex connector came away from the suction catheter. It has been occurring in approximately ten flex connectors since (B)(6). The timing of incidents varies in each incident. There were no medical interventions and no patient injuries in any cases. Additional information was received 09-mar-2018 that states, all ten flex connectors disconnected from the suction catheter, and all ten incidents occurred while changing the patient¿s position. No additional information was provided.